Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Chair will not inhibit driving while charging. Found elevate harness pigtail to be faulty.